Event description:
During a therapeutic radio frequency procedure, there was a problem with the patient's blood pressure and the patient's skin took on a "purplish" tone and then patient stopped breathing. Attempts were made to resuscitate the patient for 30 to 45 minutes without success. User facility states that the procedure was carried out in compliance with the d.f.u. And no abnormalities specific to the functioning of the radio frequency generator, the patient plates or the needle were observed. It should be noted that they do not believe that this incident was caused be the radio frequency device.